Event description:
Info received indicates the bed is not placing a nurse call. The accounts maintenance stated with the left siderail unplugged the nurse call will work.

Manufacturer narrative:
The account will replace the left siderail caregiver overlay and nurse call membrane switch. The account has not completed repairs at this time.